Event description:
(B)(4). Complaint rec'd as follows... "The balloon was impossible to deflate. The problem occurred several times. The clinic is specialized in cardiology, the pt had to be transferred to another hospital to be followed by a urologist who has used a suprapubic catheter. A statement will be made to (B)(4) by the client. The samples are not available. The balloon has not been tested before insertion. The nurse found that this is not normal to have a balloon test before use because the device must be kept sterile. The lubricant used was an aqueous gel. The balloon was inflated with water. The catheter was placed on (B)(6) and removed on (B)(6). The catheter has not been clamped."

Manufacturer narrative:
The catheter balloon was ruptured by way of a suprapubic puncture, not catheter. The event is deemed serious as it required medical intervention to prevent a more serious threat to the pt's health and well-being. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because it was reported that the catheter balloon could not be deflated, even by cutting the catheter and it had to be removed only after a suprapubic puncture to rupture the balloon. Reported to the FDA on (B)(4) 2013.